Event description:
A customer reported a system message displayed during surgery. The case was completed with the same equipment and accessories following a delay of more than 15 minutes. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).